Event description:
A pixel issue on the pump display was reported by the caller, which affected their ability to interact with the pump and read the screen. Although there was no adverse impact on the customer's blood glucose level, it was noted that levels remained within a safe range. The pump was not replaced as it was out of warranty, but the customer was instructed to continue using the current pump. Additionally, the caller was guided on how to put the pump into storage mode and was asked to return the problematic pump using a pre-paid label within ten days, which they acknowledged.